Event description:
A caller reported experiencing a cartridge alarm 30 during insulin delivery, which resulted in the customer's blood glucose level reaching 520 mg/dl. A correction injection via multiple daily injections (mdi) was administered to address elevated glucose. Tandem technical support arranged for a replacement pump. Reportedly, customer continued to use the pump for insulin therapy.